Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting was carried out, the ECG failed with the patient simulator or errors were displayed in the ECG. The pressure gauge also fell briefly but then came back again. Checking the ECG and pressure connections on the pcb, front end did not reveal any errors. After restarting the cardiosave showed error f7. F7 stands for error loading software on pcb,front end. It was no longer possible to install the software on the pcb, front end. The batteries are no longer being charged, which suggests an error in the pcb power management. A performance overview for replacing both circuit boards was created. The customer did not agree to the repair. The cardiosave will be scrapped.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging, trigger problems, and low gas loss messages. Iapb console frequently displays "gas loss in the iab system". The ECG curve mirrored by the patient monitor increasingly displays "spikes" on the iabp monitor, which led to incorrect augmentation of the pump. The augmentation was therefore pressure-controlled. Both batteries of the console showed an empty status despite being connected to the mains; battery icon on console blinking steadily with power icon solid. Iabp refilled and catheter checked for leaks (no leaks detected). The filling level of the helium bottle remained unchanged at the time of implantation until the problems began to occur more frequently. To rule out a cable defect (patient monitor connection cable), this was exchanged. No change in ECG mirroring; unexplained spikes continued to appear. To check the batteries, the system was disconnected from the mains, the system then switched itself off immediately. The console was changed after changing the console, the problems described could be resolved. On the morning of 03/01/23, the error message "gas loss in the iab system" appeared, which could be remedied by refilling the catheter. Both the battery function and the ECG mirroring work without any problems. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient harm reported.